Event description:
It was reported that at implant, an alert was received for possible output circuit damage, dated (B)(6) 2012. Physician was unable to induce the patient. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output circuit damage detection was confirmed however the output circuit was not damaged. The detections were caused by an anomalous component within the hv output circuitry.